Event description:
Medical affairs spoke to the pt's spouse in 2004 and obtained/verified the following information: the pt called lfs and alleged that their meter had not powered on for over 1 month. The pt did not have a back up meter to test. They continued to take their oral medication, glyburide, as directed. Pt's spouse stated that recently the pt began to experience high blood sugar symptoms: dizzy, thirsty, dry mouth, and frequent urination. Spouse stated that pt also had an infection and a fever. The pt went to their physician's offiice to test their blood sugar and the result was in the 300-mg/dl range. The pt was prescribed a second oral medication (name unknown) until the infection is gone. The pt did not have a new battery to troubleshoot with, so the meter is being replaced for the pt. Based on the information provided, there is no evidence of a meter malfunction. However, the pt was not able to test their blood sugar for over one month, which contributed to a serious injury, the case is being reported as an adverse event due to use error. No further information has been reported.